Event description:
It was reported that the physician's (B) (4) handheld computer freezes constantly on the interrogation successful screen. Product has been requested, but has not been returned to manufacturer to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.